Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range shocking impedance. Boston scientific technical services (ts) reviewed impedance, which had been variable for the past year. Ts recommended continued monitoring. No adverse patient effects were reported. This device remains in service.